Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hemicolectomy, the stapler misfired. A new stapler and staple cartidge was opened and used without issue. There was no patient injury.